Event description:
The customer reported that the couch will not power up and is at its lowest position. The philips field service engineer (fse) reported that there was no harm to a patient, operator or bystander as a result of this issue. The fse reported that the couch had drifted down, un-commanded to its lowest point, and would not move up vertically unless it was placed in service mode. The fse has replaced the vertical motor assembly to resolve the issue.

Manufacturer narrative:
On (B)(6) 2015, the customer reported that the couch would not power up and was at its lowest position. The customer contacted philips help desk to inform them of the issue and a philips field service engineer (fse) was dispatched to the site. The fse reported that there was no harm to a patient, operator or bystander as a result of this issue. On (B)(4) 2015, the fse arrived on site and evaluated the system. Upon evaluation, the fse found that the couch had drifted down, uncommanded to its lowest point. The fse found it could be raised and lowered by service mode, but when switched to normal mode, it would move down slowly. The fse found iron scurf on the motor, the couple pin was loose, and there was a hole on the brake top. The fse replaced the vertical motor assembly to resolve the issue. The device was restarted and returned to service. There were no parts available for physical inspection, nor were log files provided. A visual inspection of photos sent by the fse to philips CT engineering confirmed that the cause of this malfunction was due to loctite not being applied properly or at all to the vertical motor assembly connecting pin. After the fse replaced the vertical motor assembly on (B)(4) 2015, there have been no other occurrences of this malfunction.

Event description:
The customer reported that the couch will not power up and is at its lowest position. The philips field service engineer (fse) reported that there was no harm to a patient, operator or bystander as a result of this issue. The fse reported that the couch had drifted down, un-commanded to its lowest point, and would not move up vertically unless it was placed in service mode. The fse has replaced the vertical motor assembly to resolve the issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).